Manufacturer narrative:
Date of event is approximated since unknown. (B)(6).

Event description:
It was reported a thrombus on the device occurred. On (B)(6) 2019 left atrial appendage (laa) closure procedure was performed. A 31 mm watchman flx laa closure device was successfully implanted. The patient was on dual antiplatelet therapy medication; asa 100 mg + clopidogrel. A 45-day routine follow up was performed and it was noticed thrombus was on the closure device. The patient discontinued asa and clopidogrel and began enoxaparin 60 mg per day. After 45 days, the enoxaparin resolved the thrombus. It was also noted that the closure device was well sealed and in a good position. The patient is ok.